Event description:
The surgeon provided add'l info that stated the pt is doing well. He did not believe the intraocular lens malfunctioned.

Event description:
A consumer is experiencing visual disturbances following cataract surgery. The consumer describes these as shadows in the lower outer edge of the vision. More info is being sought.